Event description:
Pt was a (B)(6) female that presented to the hospital with right-sided paralysis and inability to speak. Pt had a left middle cerebral artery (mca) occlusion at m1 segment of the brain. Physician made two passes with the merci retriever v 2.5 firm without significant revascularization. During the third pass with the placement of the merci 18l microcatheter, he was able to achieve excellent revascularization. Physician believes that the revascularization may have been due to a result of further breakup of the clot, resolution of vasospasm or mechanical effects of passing the microcatheter. After the procedure, an angiography revealed perforation of the vessel and post angiography computerized tomography (CT) imaging revealed hemorrhage and extravasation of contrast. Serial scans demonstrated worsening edema with subfalcine herniation.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.